Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received.  The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly.

Event description:
It was reported while using an unspecified bd intravascular catheter the catheter was broken. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6) 2022, when the nurse performed the IV indwelling needle for the child, he opened the package and found that the catheter of the indwelling needle was broken. Stop using it immediately and replace it with a new closed needle-proof indwelling needle.